Event description:
The complaint is reported as: "multi-lumen 16cm central line proximal port tubing very weak and thin. Unable to use as when fluid going through as an infusion the tubing balloons out and occludes making it not able to use. Central line removed from patient." There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one pi catheter for analysis. Signs of use in the form of biological material was observed on the suture wings and within proximal extension line. Visual analysis revealed that the proximal extension line had ballooned directly adjacent to the distal luer hub. The portion of the extension line closest to the juncture hub appeared normal. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The distal extension line outer diameter in an area not affected by the ballooning measured .0850" which is within the specification limits of .084"-.088" per the distal extension line extrusion graphic. The inner diameter of the distal extension line within the luer hub measured .058" which is within the specification limits of .055"-.059" per the distal extension line extrusion graphic. A lab inventory syringe was used to flush each extension line. A blockage was encountered when flushing the medial lumen; however, it was determined that the blockage was dried biological material. After the biomaterial was dislodged, the medial lumen was flushed a second time and it flushed as intended. A manual tug test confirmed that the proximal luer hub was secure on the distal extension line extrusion. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications. Discontinue pressure injections at first sign of extravasation or catheter deformation. Follow hospital/institutional protocol for appropriate medical intervention." The pressure injection parameters sheet provided with the kit gives guidance on appropriate pressure parameters when using a pressure injector. The report that an extension line ballooned was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had stretched ballooned directly adjacent to the luer hub. During functional testing, a blockage was encountered when flushing the medial lumen; however, it was determined that the blockage was dried biological material. After the biomaterial was dislodged, the medial lumen was flushed a second time and it flushed as intended. Despite this, the catheter met all relevant dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "multi-lumen 16cm central line proximal port tubing very weak and thin. Unable to use as when fluid going through as an infusion the tubing balloons out and occludes making it not able to use. Central line removed from patient." There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.